Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3 pocket a1 failed to open. User tried to recover and rebooted the station, but issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 02-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was not determined that the auxiliary drawer 3 was failed to open. A field service engineer (fse) upon arrival matrix drawers 2 and 3 were failed, unable to registers as open. The fse found two opaque plastic bags used for drug stuck between open/close sensors for both drawers, then removed the obstruction to resolve the issue. The drawers were tested using the hardware test application, and no issues were observed. The system functioned as intended after the field service engineer repaired the device.